Event description:
Covidien received information stating that during patient use, the 980 ventilator detected a servere occlusion. The patient was placed on another ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
(B)(4).the covidien customer support engineer (cse) inspected the device and the alleged malfunction could not be duplicated. The device passed the extended self-test (est).